Event description:
The end-user reported the hemocue glucose 201 dm sys measured a blood glucose level of 3.1 mmol/l, however, a lab instrument (olympus) measured 1.1 mmol/l. The hemocue glucose 201 dm analyzer was located in the neonatal intensive care unit. If the situation recurs (hemocue 201 dm sys measures too high) a delay in the diagnosis of hypoglycemia could occur.